Event description:
The pt was implanted with a ve left ventricular assist device (lvad) in 2001. Pt developed inflow valve regurgitation in 2002 and the lvad stopped abruptly around the end of that month. The pt was switched to pneumatic back up operating mode at this time, utilizing a drive console and stroke volume limiter (svl). The pt was supported pneumatically until 2003. In 2003, the pt was restless and complaining of leg cramps. That same day, a nurse entered the pt's room and found the pt on the floor. The pt side tube on the stroke volume limiter was found to be broken. The vad coordinator estimates the pt was without support for more tha 10 minutes. Attempts to resuscitate the pt were unsuccessful.

Event description:
The pt was implanted with a ve left ventricular assist device (lvad) in 2001. Pt developed inflow valve regurgitation in 2002 and the lvad stopped abruptly 2002. The pt was switched to pneumatic back up operating mode at this time, utilizing a drive console and stroke volume limiter (svl). The pt was supported pneumatically until 2003. In 2003, the pt was restless and complaing of leg cramps. In 2003, a nurse entered the pt's room and found the pt on the floor. The pt side tube on the storke volume limiter was found to be broken. The vad coord estimates the pt was without support for more than 10 minutes. Attempts to resuscitate the pt were unsuccessful.